Manufacturer narrative:
It was reported that there was cassette sensor error. The event happened during testing. Analysis found the downstream occlusion (dso) seal was detached. This is a reportable malfunction. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. The complaint was not confirmed. Device passed functional testing. However, device failed visual inspection with findings of a detached downstream occlusion (dso) seal. This is a reportable malfunction as it could lead to fluid ingression of pump. The dso seal was replaced.

Event description:
It was reported that there was cassette sensor error. The event happened during testing. Analysis found the downstream occlusion (dso) seal was detached, which could lead to fluid ingression of pump. This is a reportable malfunction.